Event description:
The customer reported that the maxzero leaked at the top of the gland when connecting it to the patient's infusion line. There was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the maxzero leaked at the top of the gland when connecting it to the patient's infusion line. There was no patient harm.